Manufacturer narrative:
The patient's previous admission for driveline infection is reported under MFR. #2916596-2021-00900. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with worsening driveline infection. The exit site was positive for pseudomonas and blood cultures were negative. The patient admitted to submerging the exit site while taking a bath. The patient was taken to the operating room for a washout on (B)(6) 2021 and a wound vacuum was placed. The patient was discharged on (B)(6) 2021 with wound vacuum and IV cefepime for 6 weeks. No additional information was provided.